Manufacturer narrative:
Catheter.

Event description:
They were unsure that the patient was getting proper delivery from the pump. The physician took the patient in for exploratory surgery. When they opened the pump pocket, they found that the catheter was split; the connector was cracked. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.